Manufacturer narrative:
Date of event: unknown. Estimated based on date of article. Journal article: mcivor f, wall d. Who watches the watchmantm? A case of incomplete endothelialization at 3 years after device implantation. Eur j cardiothorac surg 2019; doi:10.1093/ejcts/ezz135.

Event description:
Reported via journal article. It was reported via journal article that the closure device was not adhered to the la wall and was explanted. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. Three years post procedure the patient was undergoing mitral valve repair for severe mitral regurgitation with progressive dyspnea. The patient had a longstanding history of atrial fibrillation with multiple prior interventions including multiple attempts at ablation. The patient was on anticoagulant therapy with rivaroxaban since implantation of the laa-occlusion device. After median sternotomy was performed and cardiopulmonary bypass established, inspection of the lateral wall of the heart revealed a contracting laa in sinus rhythm. Flow in and out of the appendage was demonstrated using intraoperative transesophageal echocardiogram. After diastolic arrest was achieved and left atriotomy performed, it was found that the closure device was not endothelialized and not adherent to the wall of the left atrium. The device was removed with gentle traction. Inspection of the posterior surface of the device yielded fibrinous and clotted material, though there were no clots in the laa. Following repair of the mitral valve, the laa was oversewn internally then removed and oversewn externally. Postoperative recovery was uneventful.